Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a one level plif procedure and during surgery, the probe "snapped in the pedicle". No device fragments remain in the patient according to the report and no patient complications have been reported.

Manufacturer narrative:
Product analysis: macroscopic examination confirms tip of probe severely twisted, with approx. 17mm of the tip broken off. Inspection of shaft diameter, tip width and material hardness confirms conformance to print specification. Fracture surface analysis revealed a fairly flat, ductile fracture surface and circular material movement. The tip just below the fracture is plastically deformed and twisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.